Manufacturer narrative:
E: reporter address: (B)(6). H3: one device was received for evaluation. The device had not been in for repair in the last 12 months. Visual and functional tests were performed using occlusion test. The customer reported problem was not confirmed as the occlusion was in normal parameters. The root cause of the problem was unknown. The sensors will be calibrated as a preventative measure.

Event description:
It was reported that the pressure was too low. There was no patient involvement.